Manufacturer narrative:
Device evaluation: one cadd pump was returned for investigation in used condition. Event log history was performed, and alarms were identified in the history. During analysis, the reported issue was unable to be duplicated. The device passed all the functional test.

Event description:
It was reported that the cassette not attached properly when no cassette is installed was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. (Updated h6 event problem patient code), corrected data: updated d1 and d4, model number.